Event description:
It was reported that during a follow up in clinic, oversensing, inadequate capture, and varying pacing impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed and lack of lead slack was observed on the rv lead due to twiddler's syndrome. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.